Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated the criteria for right ventricular lead integrity alert were met. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patients right ventricular (rv) lead triggered a lead integrity alert (lia) with increased sensing integrity counter (sic), high rate non-sustained episodes, oversensing noise, and fluctuating/variable impedance. A lead fracture is suspected. The lead was capped and replaced. No patient complications have been reported as a result of this event.